Event description:
It was reported that the insulin pump unexpectedly started to deliver a 13.0 units bolus, but the customer did not program. It was stated when the customer attempted to stop the bolus the buttons were unresponsive and a button alarm error occurred. The buttons were not pressed for three minutes or greater. Advised that the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No button error alarm. The insulin pump received with intermittent button response due to moisture damage on keypad traces. The numbers do not ramp or scroll bar moving on its own. The insulin pump was programmed with multiple boluses and monitored. All boluses delivered completely their indicated amount and were properly recorded in the bolus history screen. No bolus anomaly noted.